Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not be fixed to the apex of the right ventricle. The rv lead was removed and replaced with a his lead. The implant of the replacement his lead was unsuccessful due to the lead being difficult to place. The his lead was removed and replaced. No patient complications have been reported as a result of this event.